Event description:
The 57-year-old female had bilateral silicone breast implants placed several years ago (date unknown). Pt developed capsular contracture, complained of pain in breasts, and requested implants be removed. Ri implant found intact at time of removal, but left implant found to be ruptured. Axillary lymph nodes noted to be enlarged prior to removal. Lymph nodes biopsied at time of surgery, and found to have same appearance as fibrotic connective tissue of the capsules around the implants. Pathology report states these cells may represent microscopic silicone granulomas within the sinuses of the lymph nodes. Implants released to pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.